Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a review of a routine merlin.net transmission, ams was noticed. Further investigation revealed that it appears that the ventricular auto capture (ac) test is being sensed in the atrium causing a false ams. It was recommended to turn off the ac in this patient. The patient will return to the clinic for further adjustments. The patient is stable.

Event description:
New information notes the patient presented to clinic and the nurse could not find any evidence of oversensing, the nurse tried to induce noise but nothing was observed so no programming changes were made. The patient was stable before during and after the assessment. Device remains implanted.